Event description:
There is an upcoming revision surgery. The plan is to revise to inbone tibia and inbone or invision talus. The implant appears loose on both sides.

Manufacturer narrative:
The complaint couldn't be confirmed, since the information for evaluation don't matches the alleged failure. A device inspection was not possible since the affected device was not returned for investigation. Upon further investigation of the CT scans by healthcare professionals the following was observed: the talar component has some small radiolucence around the anterior part, but it is not clear though, whether it is loosened or not. There is no migration visible in the talar component. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
There is an upcoming revision surgery. The plan is to revise to inbone tibia and inbone or invision talus. The implant appears loose on both sides.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.